Event description:
Healthcare professional reported right side rupture. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as fold flaw opening. Additional observations: creases are observed. Wear abrasion observed on the device. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required visual analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and not replaced.